Event description:
This lead was explanted and replaced due to dislodgement, loss of capture and undersensing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 15.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received, in between a 3 cm segment of lead body was missing. The received lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular between 10.5 cm and 9 cm proximal to the lead tip the insulation was found rubbed through. This finding can be considered as the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Furthermore the conductor cable to the ring electrode was found fractured which most likely resulted from tensile forces applied during the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.